Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -03.00/1.0/087 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. Excessive vault and significant reduction of irido-corneal angels were observed, the lens was removed and exchanged on (B)(6) 2018 and the problem was resolved.

Manufacturer narrative:
Lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to lens surface and presence of fibers on the lens. (B)(4).